Event description:
As reported by the user facility: nurse had started IV in pacu. Was holding stylet in non-dominant hand to obtain drop of blood from tip for glucose check, then switched stylet to dominant hand in prep to dispose into sharps container - received needlestick injury to finger - clip had not deployed fully. Additional information provided by the facility indicated that protocol blood work testing was performed, and all results to date are negative. The nurse suffered no additional adverse sequela associated with this incident. The sample will be sent for evaluation.

Manufacturer narrative:
The actual device has not yet been made available for the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries. If the actual device is received, a follow-up report will be filed.